Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use aspiration needle advanced through the sheath. The issue occurred during an unspecified endobronchial ultrasound. The procedure was prolonged less than thirty minutes. The procedure was completed with a backup olympus device. There were no reports of patient harm.